Event description:
This is submitted to report the clip entanglement in the chordae which resulted in the clip being deployed on one leaflet and the chord. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 as a bridge to potential heart transplant, with a large left atrium. The anterior leaflet was extremely tethered and very long. The posterior leaflet was long and hanging with not a lot of movement; therefore, the coaptation depth was deep in the ventricle. The heart was dilated. Echocardiogram visualization was difficult due to shadowing of the probe, device, and the rotation of the heart. One clip was implanted successfully. There was a large eccentric regurgitant jet necessitating the implantation of a second clip medial of the first one relatively close to the commissural and the chordae. The second clip delivery system (cds 10344035/(B)(4)) was advanced to the mitral valve. During the attempt to place the second clip, the clip became tangled in the chords. The physician was unable to remove the clip from the chords after trying for approximately a half hour; therefore, the clip was deployed on the anterior leaflet and the chord. The clip was confirmed to be stable, and the mr was reduced to 3. The patient was hemodynamically better than prior to the procedure and the pulmonary pressure went down. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for the clip becoming caught on the chordae, resulting in entrapment of the device may include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to visualize the device in relation to the mitral valve) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the clip caught on chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, or excessive force or range of rotation while manipulating the device. In this case, it is likely that a combination of the challenging patient anatomy and suboptimal visualization during the procedure contributed to the clip getting tangled in the chords, thereby contributing to the reported entrapment of the device. Based on the information reviewed, the reported clip caught on chordae appears to be related to patient/procedural conditions. There is no indication of a product quality deficiency associated with this device. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents reported for clip caught on chordae, resulting in entrapment of the device or difficulty removing the clip from this lot. Based on the information reviewed, there is no indication of a product deficiency.